Manufacturer narrative:
Additional device product code: hsb. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a hardware removal was performed due to non-union. An expert titanium cannulated tibial nail and four (4) associated 4.0mm titanium locking screws were removed from the patient¿s tibia. The medullary canal was reamed, and a larger nail was implanted. Compression of the fracture gap was achieved. Hardware was removed and replaced with larger sized hardware and reduction was achieved. It was unknown if the procedure completed successfully. The patient experienced a nonunion of the fracture site. This report is for (1) 4.0mm ti locking screw w/t25 stardrive 34mm for im nails. This report is 5 of 5 for (B)(4).